Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6.

Event description:
Hcp later reported confirmation via ultrasound.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported left capsular contracture baker grade IV and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left capsular contracture baker grade IV and rupture. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/feb/2024. Additional, changed, and/or corrected data: d3, g1.

Event description:
Healthcare professional reported left capsular contracture baker grade IV and rupture. Device remains implanted.